Event description:
Rust located of the boring head of the instrument. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The visible inspection of the head drill shows that traces of rust are visible, these traces can be removed by mechanical means. The traces of rust are caused by an accumulation of contact corrosion. The material will only be resistant to rust if it is dry and stored in a way so it will not come into contact with metal objects. All metallic contacts in moist or wet conditions will result in electrolytic reactions with contact corrosion. This is a normal sign of wear and tear. A review of the device history record did not show conditions that could have contributed to the reported event.